Manufacturer narrative:
(B)(4). Alleged failure: insufficient insulation. Confirmed failure: cracked/peeling insulation at tip of shaft. Probable root cause: poor autoclave reliability; incorrect sterilization/reprocessing procedure; handling procedures; contact forces; product used beyond defined useful life. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported there is a breach in the insulation.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: insufficient insulation. Confirmed failure: cracked/peeling insulation at tip of shaft. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. Manufacture date is unknown. (B)(4).

Event description:
It was reported there is a breach in the insulation.